Event description:
The customer stated that his meter read 12.8 mmol/l. He did not adjust medication or allege any adverse events due to the mmol/l readings. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.